Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia in the lower left abdominal wall thereby underwent open repair with implant of ventralex mesh (device 1) and bard flat mesh (device 2). Per op notes, ¿an incision was made in the left lower quadrant over a previous trocar site incision. The hernia sac was identified and divided off of the fascia. A ventralex mesh (device 1) was placed deep to the fascia and secured with multiple sutures. A bard flat mesh (device 2) was placed to overlap several centimeters in all directions and stapled to the fascia with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device 1) and bard flat mesh (device 2) and implant of ventralight st with echo ps (device 3). Per op notes, ¿the hernia defect in the midline was identified. Adhesiolysis of fatty adhesions were made. Previously placed mesh (device 1 and 2) was noted to be within the hernia. It was excised completely and removed from the abdominal cavity. A ventralight st with echo ps (device 3) was placed and secured to the superior aspect of the pubic with tacks.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of ventralight st with echo ps (device 3) and implant of synthetic mesh. Per op notes, ¿an incision was made over the mesh. Dissection was carried down to the anterior abdominal wall. Mesh (device 3) was noted along the peritoneum and posterior rectus fascia as well incorporated. The mesh (device 3) was removed along with the wired clips used to hold the mesh in place. The defect in the anterior rectus fascia was noted. Seroma cavity between the anterior posterior rectus sheath was noted. Drain was placed in the seroma cavity. An onlay synthetic mesh was placed and secured with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st with echo ps (device 3). Additional supplemental emdrs were submitted to represent the ventralex mesh (device 1) and bard flat mesh (device 2). Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.